Event description:
The hcp reported the pt went through security gates without turning her stimulation system off. The pt reported the stimulation has moved from her back to her legs. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.